Event description:
On 18-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, the infusion set's tubing had disconnected from the cannula and tubing connector. Reportedly, this usually happens while he was sleeping and it had occurred several days prior also. The site location was his abdomen and the pump laid next to him on the right side, as he was sleeping. The infusion had been in use for one day and they were stored in a closet at home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, the infusion set's tubing had disconnected from the cannula and tubing connector. Reportedly, this usually happens while he was sleeping and it had occurred several days prior also. The site location was his abdomen and the pump laid next to him on the right side, as he was sleeping. The infusion had been in use for one day and they were stored in a closet at home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.